Manufacturer narrative:
Event date is estimated. Implant date is estimated.

Event description:
Related manufacturer report number: 1627487-2023-01817. It was reported that the patient's leads were fractured. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
The report of fractured lead was not confirmed. Analysis of the returned lead b did not identify any anomalies and the lead passed continuity resistance testing and isolation resistance testing.